Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On the same day as the event onset, the patient was hospitalized for the event. Switched to continuous ambulatory pd for antibiotic-treatment (intraperitoneal) then subsequently pd therapy was discontinued. At the time of this report, the patient has not recovered from peritonitis. The reporter declined to provide additional information.